Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported there issues were resolved and indicated their right side groin pain was not related to their interstim device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had pain in the right groin in (B)(6) 2015; stated she has had CT scans, hernia operation and injections and was not related to implant. On (B)(6) 2015- ins was moved from left to right side because of ins sitting on sciatica nerve. Patient stated this helped the issue. The patient¿s indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.